Event description:
Our office in another country received information that a female patient initially experienced irritation and red eyes while using complete multi-purpose solution. Patient reportedly saw doctor and was diagnosed as (unconfirmed) corneal ulcer. Manufacturing site reviewed batch record, no deviation was found. All test results (micro and chem) of the retained unit were within specification.

Manufacturer narrative:
Batch record review of reported lot and retain evaluation were performed; all results within specification.